Event description:
A false negative advia centaur total hcg patient result was obtained for a patient sample. The result was questioned by the physician. The customer repeated the testing and the total hcg result was positive. Repeat testing was performed on a previous patient sample and the result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.

Manufacturer narrative:
The cause for the false negative result is unknown. The qc was reviewed and was acceptable. The instrument is performing within specification. No further evaluation of the device is required.